Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the endoscope would not calibrate. The customer reported that they were getting repeated 45310 errors with two different scopes (sn: (B)(6)). The customer tried to reseat the scopes several times with no resolution. The technical support engineer (tse) reviewed error logs and found the 45310 and also multiple 48221s for both scopes pointing to communication between endoscope controller (ec) and the scopes. The customer has decided to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was female, and the procedure was a hysterectomy. The customer elected to convert to laparoscopic surgery and were continuing with the case with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope, 0-degree assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The endoscope was returned to the original equipment manufacturer (OEM) for failure analysis evaluation. The customer reported complaint was confirmed. Failure analysis reported a check endoscope cable connection/endoscope self - test failed and "avoid contacting tissue. Endoscope temperature is unknown" errors found at qap. Unable to save picture. There was no image both eyes. There was no light in one or both hirose fiber cables. The button was not functional and had an electrical issue. The front (negative) lens was detached.